Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with a sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. An ntw was inserted into the atrium. It was noted that while applying the m knob, the clip moved towards the posterior wall. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. At the end of the procedure, the patient then developed a pericardial effusion. For treatment, the physician then implanted an atrial septal defect device. There was no clinically significant delay in the procedure.